Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
A lawsuit alleged that the patient's pacemaker was reprogrammed and that the adjustment caused much "pain and suffering physically, mentally, and emotionally" and the patient "lived in fear" for several weeks. It was further reported that the pacemaker's declining battery life resulted in sudden pacemaker failure. The pacemaker was explanted and replaced. No patient complications have been reported as a result of this event.